Event description:
It was observed that during the device evaluation, the camera head exhibited a tiny pin hole in the cable, and a failed water leak test. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: tiny pinhole in the cable and a failed water leak test a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failed water leak test was due to the tiny pin hole in the cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.